Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was unhappy because their ins only lasted 2 years. It was noted the patient was unaware that the ins that was implanted in them was a non-rechargeable ins, and they were surprised the ins had become depleted. The patient had wondered if the ins had been helping them with their back pain, but when the ins stopped working, they realized it had been helping because they were having more back pain. They were redirected to the doctor to discuss next steps. Physician listings were provided since the patient had no plans to go back to the doctor who implanted the ins. The caller ended the call before additional information could be obtained. Follow up will be conducted to try and obtain missing information. No further complications were reported or anticipated.